Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to misaligned insertion; or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/08/2024, it was reported by a sales representative via phone that an ar-8978p swivellock sutures pulled out when surgeon went to tighten. Procedure completed using another anchor. Delay in case 5 minutes. This occurred during use in a case with no patient effect.